Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date for the lead is not available. (B)(4) .

Event description:
It was reported that the patient developed an arterial bleed while attempting to access their vein during the implant of their implantable pulse generator (ipg) system. The patient was emergently transferred to the cardiothoracic operating room to complete the procedure. The implantable pulse generator (ipg) system was electively removed due to a perceived risk of infection. After the bleeding was controlled, a new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.